Manufacturer narrative:
The provider replaced the hand control. The uni is working properly. The part was not returned to pride for evaluation.

Event description:
Chair was stuck up and client allegedly slid out and hit face requiring 15-17 stitches on left side of face.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Chair was stuck up and client allegedly slid out and hit face requiring 15-17 stitches on left side of face.